Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve dysarthria and the facial paralysis were observed. A head magnetic resonance imaging (MRI) examination confirmed a cerebral infarction. Medication and rehabilitation continued with report that the patient spoke gradually, and a remission trend was noted. The patient was transferred to a rehabilitation hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that mild dysarthria remained but an improvement trend of the symptom noted. As now reported, the cause of the strokes was considered to be related to the procedure but the direct cause was not known. There were no allegations towards the valve nor its function. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.